Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing the customer was unable to see drops of insulin come out of the end of the tubing. During troubleshooting with tandem technical support (cts), customer stated that insulin was leaking at the luer lock connection. Cts had customer ensure a straight, tight connection. Customer was then able to see drops come out of the end of the tubing. There was no impact to the customer's blood glucose level.